Event description:
A customer reported error message ¿2300 s. Loader step feed failure¿ on the aia-900 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. Fse contacted the customer and confirm the problem from the error log and reproduce the problem by running samples. Fse instructed the customer to spray the loader with canned air. Fse also instructed the customer to perform all set home and the analyzer homed without any issues. The customer performed a rack rotation run test from the maintenance menu function and passed the rack rotation test without any errors. The customer validated the analyzer by successfully performing samples run without error. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number: (B)(4) from 20aug2021 through aware date 20sep2022. There were no similar complaints identified during the search period. The aia-900 operator's manual under section12: error messages states the following: (2300) s. Loader step feed failure action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause of the reported event was due to the dust on the step feed sensor.